Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type implantable neurostimulator product ID 748240 lot# serial# (B)(4) implanted: 2006-09-25 explanted: product type extension product ID neu_adaptor_acc lot# serial# unknown implanted: explanted: product type accessory. All previously reported codes now apply to the extension and pocket adaptor, not the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that all connections were cleaned while in surgery and the impedance values remained unchanged. The rep reported that the patients last visit to the healthcare provider (hcp) prior to the surgery, the high impedances were not seen. The rep reported that no further troubleshooting was done during the revision surgery to avoid risking more damage to the implants. The rep reported that the patient was referred back to the hcp for surgery to have both extensions and pocket adaptors removed and replaced with new extensions. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37612 serial# (B)(4) implanted: (B)(6)2017 product type implantable neurostimulator product ID 3387s-40 lot# v010424 implanted: (B)(6)2006 product type lead product ID 748240 serial# (B)(4) implanted: (B)(6)2006 explanted: (B)(6)2017 product type extension product ID neu_adaptor_acc serial# unknown explanted: (B)(6)2017 product type accessory all previously reported codes now apply only to the lead (lot# v010424) . If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that the patient went in for surgery on (B)(6)2017 to have the left extension upgraded and the pocket adaptor removed to try to clear up the impedance issue. The rep reported that the impedances were slightly elevated prior to surgery, which prevented optimal programming using ma, with c/1/2/3 being listed as high, out of range. The rep reported that during surgery, the extension was successfully replaced and the pocket adaptor removed, but the elevated impedance values remained with all electrodes being listed as out of range. The rep reported that another extension was tried, and they tried reconnecting the extension into the battery, but nothing resolved the issue. The rep stated that the healthcare provider (hcp) believed that the issue is due to the lead. The rep reported that the hcp decided to proceed with closing the incisions and they will attempt to program around the high impedances, or else change the programming from constant current to constant voltage. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia. The rep reported that they were having difficulty programming the patient's replacement ins. The rep reported that the patient had their old primary cell ins replaced with a rechargeable ins. The rep reported that on the patient's old device, they were getting unilateral stim, programmed with interleaved settings of 1) c+1-, 2.1ma, 300us, 100hz and 2) c+2-, 2.2ma, 300us. The rep reported that when attempting to program the patient's new ins, they were only able to get up to 1.3ma. The rep reported that post-op, all pairs with the case are in the 6000 ohms range. The rep reported that the pre-op and intra-op impedance checks also reflected 6000 ohms electrode impedances with case pairs. The rep confirmed that the patient had been getting therapy. The rep reported that the patient's historical impedance measurements were not known. No patient symptoms reported. No further patient complications have been reported as a result of this event.